Event description:
It was reported by the rep that the device was used during a diagnostic laparoscopy. It was reported the trocar gasket tore during the procedure, causing gas to leak throughout the case. No sharp devices had been used to cause this to happen. There was no consequence to the pt.